Event description:
The customer received blood glucose readings of 42 and 20mg/dl on the contour next, retested on a breeze2 and the reading was 170mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Test strip information was not provided and the strips were not expected to be returned. A new kit was sent to the customer.